Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized due to diabetes ketoacidosis while using the insulin pump. Customer was on the insulin pump for two weeks and was not inserting set correctly and was not getting insulin for up to six days. Customer agreed to return insulin pump. The customer declined to troubleshoot.